Event description:
Customer stated that the central station monitor (cpu) locked up, and required a manual reboot. After similar activity occurred again, a loaner was provided and the suspect system was returned for service. This activity was not associated with an adverse event. Similar performance was observed in late march with the loaner system and again, no associated adverse event reported.